Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date.

Event description:
The caller stated that he was unable to remove a used lancet from a microlet lancing device and as a result, he was stuck by the used lancet. The caller declined to provide any add'l info. Customer service asked if he had reported the injury to his facility and the customer stated that he hadn't reported it. No other info was obtained before the call ended. No product will be returned.